Event description:
Boston scientific received information that approximately twenty-six days post implant, the right ventricular lead displayed high out of range impedance measurements. The lead also displayed loss of capture and increased threshold measurements. Lead dislodgement was suspected. In addition, drainage was noted at the pacemaker pocket site. Cultures were negative, however, transesophageal echocardiography revealed vegetation in the ventricular electrode. Although there was no allegation against the device for infection origin, a decision was made to perform a system revision. Antibiotics were prescribed. A new system will be implanted at a later date. No adverse patient symptoms were reported.

Event description:
Subsequently, approximately three weeks later, a replacement procedure was performed.

Manufacturer narrative:
According to available information, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
- -